Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported the pump was priming during loading of the insulin cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/11/2014 -product analysis: the pump has been returned and evaluated by product analysis on (B)(4) /2014 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box found no related issues. The pump successfully completed a prime sequence without issue or alarm. The force sensor calibration was found to be out of specification. Damage to the force sensor flex cable was discovered during investigation.